Event description:
Site reported that a light adjustable lens had been explanted from the patient. No additional information was provided. Rxsight's first awareness of the event was 7/11/2022. The lens is in process of being evaluated.

Manufacturer narrative:
The site reported that a light adjustable lens had been explanted from the patient. No additional information was provided. Rxsight's first awareness of the event was 7/11/2022. The device history record for the lens was reviewed. No issues were noted. The lens was returned to rxsight and is being evaluated.